Manufacturer narrative:
A clinical complication was observed following the implantation of this biotronik device. Therefore the biomonitor 2-af was visually inspected. The visual inspection revealed no external anomalies. The quality documents associated with the manufacture of this particular device were re-investigated. There was no sign of any inconsistency during production and final acceptance test. In conclusion there was no indication of a material or manufacturing problem.

Event description:
This device fell out of the pocket on (B)(6) 2019. Patient was in-clinic for a wound check the next day. Device nurse stated that dermabond had fallen off, and the device fell out the next day. Nurse believes this is due to the location of the pocket and the dermabond possibly pulling stitches from the open wound. Oos form lists out of service date as 5-13-2019. Patient did not want a new device implanted. Should additional information be received, this file will be updated.